Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was interrogated and found to be in backup vvi. The issue is thought to have been related to a computerized tomography (CT) scan the patient had. A device restoration was completed. The patient was stable.